Event description:
Add'l info rec'd from MFR 2/23/10: please find below our review of the report (B) (4) rec'd through FDA's medwatch and sent to us with your letter dated 1 feb 2010. Report (B) (4) states that the pt was injected with the product "bioalchamide" and a silicone-based product. Bio-alcamid is a non-FDA approved filler manufactured by (B) (4). Although the name "aquamid" appears in this report, we believe the preparer of the report might have erroneously used the name "aquamid" to indicate a generic type of soft tissue filler device. In any case, bio-alcamid and silicone-based products are not manufactured or marketed by (B) (4) or its affiliates. (B) (4)'s soft tissue filler, aquamid, is not bio-alcamid and the two products are different, including different chemical composition and injection technique. Therefore, bio-alcamid and silicone-based products have no relevance of connection in any manner to (B) (4) or any of (B) (4)'s products. Aquamid, manufactured by (B) (4), is not yet marketed in the us. (B) (4) as conducted a clinical trial with aquamid in the us under an approved (B) (4) and is currently preparing a PMA application for aquamid, intended for submission of FDA in the near future. (B) (4) respectfully requests that FDA correct its maude database to eliminate the erroneous link of (B) (4) to (B) (4) or its device, aquamid. Please let us know any add'l info is required to resolve this error in adverse event reporting.

Event description:
I answered an advertisement, by this doctor, for a non-invasive facial rejuvenation, which he was shooting a promotional video for. It has been a long story with many twisting events. Long story short, he injected hundreds of times for the next couple of months, causing infections, bruising, pain and deformation, to both of my lower eyelids. I was a model. He never told me what he was putting in, over time, trying to cover up and pay me, and continued to try to cover up his mess and lies, with pay offs and manipulation. Eventually, I found a lawyer, to represent me, and I filed a complaint with the department of health. At the time, I wasn't sure, that an illegal, non-FDA approved substance was injected and made an agreement based on that. In 2008, I underwent surgery by an oculoplastic and a biopsy was performed to show a foreign substance, not legal in our country, a bioalchamide was injected, leaving permanent results, as she could only try to remove and make my appearance better, with no promises. I am left with horrible results. The first complaint, with dept of health, has been dropped because of not enough proof. I have time to appeal. I feel the latest biopsy, could begin a whole new investigation, as he continues to practice and has harmed other people. My attending physician has another patient, who has been harmed and his history shows, several big pay offs. I am realizing, he is getting away with this, and would like to make a federal complaint, as this product is non-FDA and has devastated my life. Unsure of manufacturing name, biopsy shows foreign substance and the earlier one, shows bioalchamide vs silicone, and the results were bioalchamide. He did use silicone in my lips and has admitted it in writing. I have a contract between us, the first one stating, I was unaware of any non-FDA product being injected, but since the signing, the latest biopsy shows from 2008, that it is not used. My attending physician has seen me and trying to treat since the beginning and has lots of proof, so do I. Dates of use: 2006. Diagnosis or reason for use: facial rejuvenation for doctor's personal use, video. Event abated after use stopped or dose reduced: no.